Manufacturer narrative:
Correction: omit h.6 patient codes 2199 and 3191 from initial report. The customer¿s stated issue of an over infusion of insulin was not confirmed. The log review found no programming errors that would explain a report of over infusion. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested. The root cause of the reported over infusion of insulin was not definitively identified.

Event description:
It was reported that at 0856 insulin (100ml) was programmed at a rate of 8.5units/hr ( 8.5 ml) for a duration of 1hr. However the user noticed that at 0914 the insulin bag was emptied without any alarms detected. The adult ICU patient received multiple amps of d50 and d5ns infusions, customer stated there was no patient harm but a delay in an urgent or case. Although requested there was no additional event details provided at this time. The facility biomed received devices and stated:"all units have been tested and passed the pm." Received a copy of the customer medwatch report that stated: pump programmed to deliver insulin ( 100ml)8.5 units/hr. Pump delivered x 1hr. An event date of (B)(6) 2019 provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Added no patient code available for "delay in an urgent or case." No mw regulatory number provided by the customer.

Event description:
It was reported that at 0856 insulin (100ml) was programmed at a rate of 8.5units/hr ( 8.5 ml) for a duration of 1hr. However the user noticed that at 0914 the insulin bag was emptied without any alarms detected. The adult ICU patient received multiple amps of d50 and d5ns infusions, customer stated there was no patient harm but a delay in an urgent or case. Although requested there was no additional event details provided at this time. The facility biomed received devices and stated: "all units have been tested and passed the pm." Received a copy of the customer medwatch report that stated: pump programmed to deliver insulin ( 100ml)8.5 units/hr. Pump delivered x 1hr. An event date (B)(6) 2019 provided.